Event description:
Complainant alleged a (B)(6) old, male pt was brought to an emergency room for a condition which required synchronized cardioversion. The pt was prepped for procedure and this device was attached to the pt and placed into sync mode. Immediately prior to the start of the procedure, the anesthetist wanted to read blood pressure. The synchronized cardioversion was then called to be started, the device was charged up to what was believed to be a synchronized shock and then the pt presented a ventricular fibrillation rhythm with no pulse. The pt was in full cardiac arrest which required full resuscitation with CPR, defibrillation, and cardiac medications, the pt was then airflighted to a tertiary hospital for intensive medical treatment. An investigation was subsequently performed at the hospital and it was determined that when the anesthetist had requested for blood pressure, the clinician had pressed the round "sync" button instead of the square ''nibp'' button. When the synchronized cardioversion was disabled, the pt had inadvertently received a full defibrillation shock on the ''t'' wave. Complainant indicated that after receiving medical treatment, the pt was not adversely affected by the reported malfunction. The hosp has indicated that hospital staff has been given further training, paying special attention to the location of the round "sync" button in relation to the ''nibp'' button.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation. The customer was unable to provide zoll medical with the serial number of the mseries device.